Event description:
The ge oec 9800 fluoroscopy system made a 'popping' sound and shut off during a procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the tube was causing the arcing. The x-ray tube was removed and replaced. A calibrations performed. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.